Event description:
It was reported that the patient presented in clinic. Device interrogation revealed oversensing due the atrial lead being crushed under the suture sleeve. The physician elected to explant and replace the lead. The patient condition was stable.